Event description:
The customer was hospitalized for high bgs. The customer changed the set. Troubleshooting was performed. The programming and the histories on the pump were accurate. The pump passed the functional testing. The cause of high bgs was not determined.